Event description:
It was reported that during a da vinci colon resection procedure, the tip of the endowrist stapler 45 instrument was broken and bent. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has contacted the site to obtain additional information; however, no additional information has been provided. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.